Manufacturer narrative:
Investigation summary: 40 samples were received. They came in sealed packaging blisters. They were visually inspected; no defects were observed. They were tested for leakage. They passed. They are 60ml. The barrel scale marking and packaging top web are as 60ml. These are the same samples received for the complaint (B)(4). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9120824 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip leaked during use. The following information was provided by the initial reporter: material no.: 309653 batch no.: 9120824. 2 of 3 - occurrence date (B)(6) 2020. It was reported the plunger seal failed causing fluid to leak from the plunger. Verbatim: plunger seal failed causing fluid to leaking from plunger. This occurred once during transportation and twice while drawing fluid into the syringe.